Event description:
Feed pump alarming for feed error despite no apparent kinks or clogs. Feed bags changed multiple times ac well as feeding pump and problem continued. Line was flushed and primed to clear any potential clogs as well. The pump continued to alarm hourly until changed to a feed bag that included a flush bag.